Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, with an alert for supraventricular cava showing low, out of range, high voltage lead impedance issue was observed on the lead. Patient was brought into the clinic and lead measurement was taken. There were no other measurements and no noise was observed. Patient will be monitored.